Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical support to request assistance about "getting insulin into the cartridge." During follow up with tandem technical support the customer declined to provide further details and the customer stated their issue has been resolved. There was no reported impact to the customer's blood glucose level.